Manufacturer narrative:
Correction made to a1: patient identifier: unknown (previously submitted as ni) additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a blue fiber between the bushing and the tubing. The reported condition was verified. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance was observed between the tubing and the catheter connector of a peritoneal dialysis (pd) transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.